Event description:
The nurse reported the central retinal artery became occluded and eventually infarcted. Additional info from the department head stated the event was due to an improper concentration of gas. The pt has no light perception.

Manufacturer narrative:
The customer declined company technical or service support. The customer stated the event was an in-service issue and not related to a system malfunction. The customer requested an additional in-service for the staff. The company sales representative conducted an in-service for the staff. A review of complaints for the last 24 months did not indicate any additional, related reports.